Manufacturer narrative:
(B)(6). (B)(4) for the reported incident of damage to the stent. The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure performed on (B)(6) 2013. It was reported that the patient had a 5cm lesion in the trachea due to a malignancy. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. According to the complainant, the stent was successfully deployed within the trachea. Following deployment, the physician used a flexible bronchoscope to check the position of the stent. At this time, it was observed that some of the distal stent wire loops were ¿sticking out into the inner lumen of the stent¿. In the physician¿s assessment, the damage did not affect the functioning of the stent. The stent was left implanted with no further intervention required. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.